Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 24g x 0.56in (0.7 x 14 mm) insyte autoguard had a hole on the side of the catheter that leaked blood and fluid around the site.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received one used iag 24ga catheter/adapter assembly in an opened package from catalog number: 381411, lot number: 8044740. Visual/microscopic evaluation: observed a cut/slit in the catheter tubing above the adapter nose water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapter; air bubbles were observed coming from the area of the cut/slit. The defects catheter defective/damage and leakage were confirmed. It is uncertain whether the defect of needle thru catheter which was observed was caused by manipulation of the device by the user or by the manufacturing process. There was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated.

Event description:
It was reported that a 24g x 0.56in (0.7 x 14 mm) insyte autoguard had a hole on the side of the catheter that leaked blood and fluid around the site.